Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/9/2017 - phone, 8/9/2017 - phone, 8/9/2017 - voicemail. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flush button was caught on the tabletop. The tabletop was removed, inspected, and reinstalled.

Event description:
The hospital reported that, during a case, the flush valve stuck open. There was no reported patient injury.